Event description:
Patient undergoing right thoracoscopic upper lobectomy. The venous drainage of the upper lobe was identified. It was carefully dissected out and a endo gia stapler passed around the portion going to the upper lobe and divided with single fire. The parenchyma between the upper and lower lobes posteriorly was divided with mutiple fires of the endo gia stapler. When an attempt was made to reload the endo gia stapler with a new cartridge, the endo gia stapler would not accept it. The endo gia stapler was swapped out for another endo gia stapler, and mutiple fires of the endo gia stapler were used to complete the procedure.